Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during the cleaning education session, a staff member reported seeing "sticky¿ module release latches. Staff will use alcohol and a brush to resolve the issue. This was observed bd representatives during their site visit. There was no patient involvement.